Event description:
It was reported by the sales representative that the tip had broken off during surgery. No pt injury. The tip was retrieved.

Manufacturer narrative:
Additional information will be submitted once investigation is completed.